Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mode switch of the air reamer/drill device was stuck. It was determined that the device failed pre-test for mode switch as the device was difficult or impossible to move. It was observed that the device was in poor condition and the sterile liquid had led to white rust. As a result, the selector switch (right / left running) was rusted. It was further determined that the device failed pretest for check power with test stand, minimum 190 watt to 260 watt, check for air leak and check function of forward / reverse. It was noted in the service order that during post-surgery, it was discovered that the direction of rotation could not be changed. It was reported that the device was running in forward and could not be changed to reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.